Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-01684, reference MFR report: 1627487-2018-01685, reference MFR report: 1627487-2018-01688. It was reported the patient (B)(6) is without stimulation. X-rays were taken and the lead located at the t12 (lot ab1408) vertebral location was found to be fractured. No fracture of the leads located at the l1, l2 and l5 vertebral locations was identified; however diagnostics indicated low impedance readings. Surgical intervention may take place at a later date.